Manufacturer narrative:
The device was returned and the evaluation found it was confirmed that the forceps were misaligned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the laparoscopic forceps appeared to be misaligned in the left and right engagement. The issue occurred during receipt inspection. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by excessive force. Olympus will continue to monitor field performance for this device.